Event description:
It was reported that high impedance was observed via merlin.net transmission. The lead was diagnosed to be fractured. The lead was capped and a new lead was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.